Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2021, due to un resolved sound quality issue. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 26, 2021.

Manufacturer narrative:
This report is submitted on october 22, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to unspecific reasons and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.